Event description:
The customer reported clear liquid leaked inside and outside the unit involving access 2 immunoassay system. The customer initially received vacuum under limits system error. The customer attempted to troubleshoot the issue and noticed clear liquid was inside and underneath the unit. The customer had on appropriate personal protective equipment (ppe) and cleaned up the liquid spill. The customer stated further troubleshooting indicated the wash tower appeared to have overflowed and noted the waste filter bottle had fluid in it; the customer cleaned out the fluid and dried the filter and bottle. Beckman coulter, inc. Customer technical service (cts) assisted the customer with troubleshooting the vacuum system by flushing the vacuum pump. The system would not aspirate the deionized (di) water. Cts had the customer test the vacuum system, and the test failed to meet the system's specification. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced the vacuum pump and performed special clean procedure. The unit conformed to the manufacturer's published performance specifications. (B)(4).